Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated by our field service engineer on site and the expiratory membrane and inspiratory pipe were cleaned which solved the issue. Pre-use checked and functional tested without any further failures or issues. The most probable cause to the reported issue was that there was dirt on the expiratory cassette membrane. No parts have been returned for technical investigation. Therefore, the true root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).